Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue had not yet been resolved and that no further action will be taken. They stated that the implanted system was removed but they were not sure when it was scheduled.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34zjn implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the ins and the lead were explanted. There were patient symptoms. The rep reported that there was lead migration/dislodgement. There was a stimulation output issue. The patient reported having no sensation or effect from their therapy despite multiple attempts at reprogramming. Troubleshooting was performed. There were multiple attempts at reprogramming performed in the office. The patient denied any benefit from the therapy. The cause was not known. The patient had discomfort/soreness/pinching/ache/pressure and a return of baseline urinary frequency and urgency symptoms. The device removal was a successful, complete device removal.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34zjn implanted: (B)(6) 2025 product type lead h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6) revealed that passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Analysis of the lead (lot:va34zjn) revealed was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified a break in the insulation under 1 and 2 electrode at the distal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.